Event description:
Device malfunction: shaft separation. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that after predilatation and use of two guide wire technique, the xience v stent delivery system (sds) could not cross the lesion. The proximal shaft of the sds separated in two pieces during the crossing attempt. A second xience v sds completed the procedure with success. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.